Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, right side contracture, (baker grade unknown). And recall. Device remains implanted.

Event description:
Patient reported right side contracture (baker grade unknown), recall, pain, swelling, lump, and redness. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6.